Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID c154dwk, ICD, implanted: (B)(6) 2008; product ID: 5076-45, lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead caused diaphragmatic stimulation. The lead was capped and replaced. No patient complications have been reported as a result of this event.